Manufacturer narrative:
The impella device was returned for evaluation. Data logs showed that the placement signal suddenly became erratic, accompanied by alarm 120. At this time, the motor current had low pulsatility and the pump flow was clipped. Soon after, the "purge volume low" alarm occurred. After the alarm resolved, all pump metrics began to stabilize. The pump was returned with the catheter cut off near the motor housing. No holes were observed in the segment of the catheter was that was returned. There was a significant amount of blood found in the red pump plug. However, the cause of the blood ingress into the pump handle was not determined since the pump was not returned intact. The cause of the placement signal issue was most likely an electrical short due to the blood ingress into the pump plug, attributed to the patient condition, however the cause is unable to be determined. The purge cassette was cut open and leak reproduction testing was performed; a cartridge cap leak was observed. This was attributed to the manufacturing process. Therefore, the cause of the purge cassette leak was a cartridge cap bond failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the device exhibited a placement signal and then small drops of blood leaking from the impella red plug was observed. The staff tapped gently on red impella plug and bleeding stopped, along with improvement of placement signal, and flows. Additionally, the purge cassette was also leaking. It was reported that the motor current was pulsatile and the patient stable. The patient was normally weaned and survived the procedure.